Manufacturer narrative:
An additional contact at the customer's site was provided. (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) found the display screen was not working properly. To fix the issue, the fse replaced parts cable,coiled, display replacement, cable,video receiver to lcd, mounting plate,nec display, 10.4" display w/ rtv bead sea, and the pcb,color video receiver to repair display issue. He then performed a pm, a full calibration, and tested the unit. The equipment works to manufactures specs, cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), on the initial start up of the cs300 intra-aortic balloon pump (iabp) the screen was scrambled, both in service mode and user mode and the screen was not clear. There was no patient involvement, and no adverse event reported.